Event description:
It was reported that a device does not sense a closed door. It was also reported that there was no pt. Involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received the device in question. The eval is not complete. When the eval is complete, a supplemental report will be submitted.